Event description:
It was reported that the customer experienced difficulty turning the pump screen on due to the wake button being difficult to press. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.